Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) could only be partially pressed. The procedure was completed with manual compression. There was no reported patient injury. Blood outlet flow decreased, and the indicator window changed color. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability with a diameter =5mm, and there was no evidence of calcium, plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used in an interventional procedure, using an antegrade approach. No visible device or packaging damage was observed. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. At that time, the indicator window was solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. The device will be returned for analysis.

Manufacturer narrative:
As reported, the button of a 7f exoseal vascular closure device (vcd) could only be partially pressed. The procedure was completed with manual compression. There was no reported patient injury. Blood outlet flow decreased, and the indicator window changed color. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability with a diameter =5mm, and there was no evidence of calcium, plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used in an interventional procedure, using an antegrade approach. No visible device or packaging damage was observed. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. At that time, the indicator window was solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device. The device was received fully deployed, with the lever fully depressed, indicator wire retracted, and the window in the black/white/red stage. The guard was locked, and no anomalies were noted to the internal mechanism. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment lever depression difficulty as the returned device did not match the event description. It was reported that use of the lever was partially depressed; the device was received with a fully depressed lever; therefore, it is unknown what issue the customer may have experiencing with this product. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The exact cause of the issue experienced could not be determined during analysis of the returned device. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.